Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. A22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's past medical history included pregnancy. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)/abnormal vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), rash ("skin rashes/skin rash"), alopecia ("hair loss"), weight increased ("weight gain") and abdominal distension ("bloating/bloating"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, menorrhagia ("abnormal bleeding (menorrhagia)") and gastritis ("stomach inflamed"). The patient was treated with surgery (underwent a device removal procedure performed).essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, rash, alopecia, menorrhagia, weight increased, abdominal distension and gastritis outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, dysmenorrhoea, dyspareunia, gastritis, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), rash ("skin rashes"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), abdominal distension ("bloating") and gastritis ("stomach inflamed"). The patient was treated with surgery (underwent a device removal procedure performed). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, rash, alopecia, menorrhagia, weight increased, abdominal distension and gastritis outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, dysmenorrhoea, dyspareunia, gastritis, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, lot number added, concomitant condition added, event added as :- abnormal bleeding(menorrhagia); migration of essure device, weight gain, bloating, stomach inflamed, plaintiff denies undergoing an essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), rash ("skin rashes") and alopecia ("hair loss"). The patient was treated with surgery (underwent a device removal procedure performed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, rash and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.